Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿

Event description:
It was reported that patient had a total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to a nickel allergy. During the procedure, competitor products were implanted. No further information has been provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04606 / 04607).

Event description:
It was reported that patient had a total knee arthroplasty on (B)(6) 2014. Subsequently, patient is scheduled for a revision procedure on (B)(6) 2015 due to a nickel allergy. No further information has been provided. This report is based on allegations set forth in patient&#38112;complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.